Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump had a cracked case at the display window corners and the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. It was stated that the screen has line that appear as bar codes and that the letters are blurry/distorted. The blood glucose reading was 220 mg/dl. The customer changed the battery of the insulin pump. There were no significant events prior to the anomaly. The self-test was completed and the customer saw a full black screen, but the issue persists. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.